Event description:
It was reported that patient used expired bd insulin syringes with the bd ultra-fine¿ needle. This occurred two times. The following information was provided by the initial reporter: the april shipment she thinks came in at the beginning of the month and had an expiration date of april 30th. Stated, no patients reported any issues after using the product. Stated, samples were dispensed to patients because they really needed them but once the product expired on april 30th, the office did not dispense anymore. We recently placed an order for bd insulin syringe samples for our clinic and this is the second time we have received syringes that are expired. I purposely waited until may to order again and just received ordered. Syringes are dated with expiration date of 4/30/2023. We cannot keep expired samples on our shelves.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Batch is over seven (7) years old. Dhrs have been destroyed.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that patient used expired bd insulin syringes with the bd ultra-fine¿ needle. This occurred two times. The following information was provided by the initial reporter: the april shipment she thinks came in at the beginning of the month and had an expiration date of april 30th. Stated, no patients reported any issues after using the product. Stated, samples were dispensed to patients because they really needed them but once the product expired on april 30th, the office did not dispense anymore. We recently placed an order for bd insulin syringe samples for our clinic and this is the second time we have received syringes that are expired. I purposedly waited until may to order again and just received ordered. Syringes are dated with expiration date of 4/30/2023. We cannot keep expired samples on our shelves.